Manufacturer narrative:
The patient results were deleted from database and were not available to confirm erroneous results or any flagging results. Raw data was requested but not available. The sample was drawn in a 7.5 ml bd edta plasma vacutainer tube. The sample was taken that morning into the lab, and was stored in a rack, not refrigerated before running. Controls are run daily in the morning. Controls (5c and latron) run before and after the event recovered within the specification. On (B)(4) 2011, bec field service engineer (fse) replaced flow cell and sensors. Adjustment and calibration were difficult to achieve because one diluent tubing inside the instrument was squeezed and blocking the flow. The problem was resolved, and qc and calibration were acceptable. The root cause for the event is unknown.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 750 hematology analyzer generated erroneous platelet results. The customer reported some other parameters were also questionable, but could not remember which parameters. The erroneous results were not reported out of the laboratory. Repeat testing on the same and a different instrument produced results consistent with each other but different from the initial results. These repeat results fit into the patient's clinical history better, were considered correct, and were reported out of the laboratory. There was no death, injury or change to patient treatment as a result of this incident.